Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number gd894295 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. During visual inspection of the sample, presence of iodine was found in each of the samples. During functional testing, no issues were detected. Betadine weight checks were within the acceptable range. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a mini-cap had little iodine solution inside. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.